Event description:
Patient's family member called lfs on 12/4/02 alleging pt's meter was reading inaccurately low. Family member stated that pt had been getting low readings but had been feeling high with symptoms of blurry vision and disorientation. Based on these symptoms family member decided to take pt to the hospital. Family member took the meter to the hospital and tested against the hospital's meter and obtained a reading of 103 mg/dl on pt's meter to a reading of over 300 mg/dl on the hospital meter (brand unknown.) Pt was treated with insulin there (amount unknown) and then released. The meter has been replaced.